Manufacturer narrative:
The customer repaired the system without returning it to welch allyn for eval. Therefore, no eval is possible.

Event description:
The customer reported that they were changing the time on their acuity central station and the system would not boot up. This resulted in a temporary inability to monitor pts. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.